Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, bake grade unknown; rupture.

Event description:
Patient reported "discomfort," "pain," "could not move properly," and "cannot use [left arm] anymore." Patient "then had a mammography, breast ultrasound, MRI which showed an eventual rupture," "silicone leak at he left breast," and "there is an intra and extra capsule contracture." Affected side if left. The device remains implanted.